Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient expired. The cause of death is unknown. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. It was reported the patient expired due to an unspecified cause. Despite multiple requests, no further information was provided and the vad was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.